Event description:
Reported by the complainant as follows: customer was sitting watching tv when he noticed his colostomy bag was full of blood. He attempted to stop the bleeding without success, so called for an ambulance. In the ER, the doctor could not find a laceration or see where the bleeding was coming from. They cut out a new wafer larger than the stoma and applied. Currently, he has exposed skin around the stoma. I reviewed the use of moldable technology and found he has not been rolling the wafer back to fit; just putting it on as it comes out of the package. I instructed in the correct procedure and to keep the skin clean and dry around the stoma and to follow up with his personal physician. The bleeding continued even after discontinuing use of the moldable skin barrier. On at least 3 different occasions, since the original event, the stoma was sutured; however, the bleeding persisted. On (B) (6) 2010, the end user had surgery on his stoma; although he is not certain what was done, he said they were trying to reduce stoma size.

Manufacturer narrative:
(B) (4).